Event description:
It was reported that externalized conductors were observed. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis confirmed externalized conductors. Internal abrasions were found between 8.5cm and 13cm from the distal tip electrode. One of the re cable etfe coating was abraded at 12cm to 13cm from distal tip.